Event description:
It was reported that the 2.75 x 20 mm nc trek balloon catheter was advanced onto the guide wire, but was still outside the patient anatomy. An indeflator was attached to the nc trek; however, during the third turn to attach the indeflator, the hub of the nc trek balloon catheter separated. A non-abbott balloon catheter was used successfully with the same indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.